Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 4 was detected as open while the drawer was closed, and the latch or position sensor was not recording activity in hardware mode. A field service engineer replaced the modular drawer controller board and found that a piece of the board was broken. Then the rx tech successfully recovered the drawer and inventoried a pocket. The system functioned as intended after the field service engineer repaired the device.